Manufacturer narrative:
(B)(4). The defective component of the subject rd900anu neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(6) to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900anu neopuff infant resuscitator had a broken gas outlet port. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint rd900anu neopuff infant resuscitator was returned to fph in (B)(6), and was visually inspected. Results: visual inspection revealed that the gas outlet port was broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The physical damage observed was most likely due to impact to the subject neopuff unit. It should be noted that the subject neopuff unit was five years old at the time of the reported malfunction. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the healthcare facility after passing the performance tests specified on the product technical manual.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900anu neopuff infant resuscitator had a broken gas outlet port. This was observed before use on a patient.